Event description:
I've had a breast augmentation done in 2013 (natrelle saline implants). Starting (B)(6) 2018 there was an implant rupture without any force causing the rupture. For the past 7 months, I have been to the dr and hosp for being in a great amount of pain, unexplained mass on breast, sick, weak, extremely fatigue, and pain in breast. Ultrasound and mammogram has been taken and still I have no answers. My quality of life has been stolen from me. I'm completely miserable and because of a recalled item. I'm suffering. (B)(6) won't pay to remove the implants and I can't afford to get them removed because I could no longer work providing my continuing conditions. Memory problems, body aches, lymph nodes pain, breast pain. FDA safety report ID# (B)(4).